Event description:
Boston scientific received information that this pacemaker was removed and replaced due to suspected premature battery depletion. It was noted that the device had less than a half a year left of battery life and a magnent rate of 90bpm. On (B)(6) 2010, the longevity remaining was two years. Even with higher outputs programmed premature depletion was suspected. As the patient was pacemaker dependent and the device was close to elective replacement indicator the decision was made to replace the device. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted no anomalies. All setscrews were confirmed to operate normally. Analysis of the device memory verified no resets. The battery status is good and the battery gauge is pointing to 30%. Laboratory analysis determined that this device experienced normal battery depletion, but declared ern earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.